Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was dumped in water and the customer was unable to get it to turn back on. Customer stated that the insulin pump was stuck on the battery out limit alarm and they were unable to clear the alarm due to unresponsive keypad. Customer's blood glucose reading at the time of the call was 135 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump received with operating currents within specification. No unexpected battery out limit alarms or failed battery test alarms noted. The insulin pump was received with all buttons responding properly. However, the insulin pump had corrosion traces were found at the keypad traces. Traces of corrosion were found at the electronic and motor assembly. The insulin pump was received with cracked case at display window corners and minor scratches on lcd window.